Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the nurse used the slide clamp to close off the tubing of a clearlink non-dehp solution set during infusion, the tubing tore and leaked normal saline. This led to a leak of normal saline on the nurse; however, there was no injury or medical intervention associated with this event. No additional information is available.